Event description:
Upon using the boston scientific 360 holmium laser, staff noted a burning smell in the operating room. When we went to change the laser fiber, md screwed it off and burned his right thumb and index finger. The tip of it that screws into the machine was extremely hot to touch.